Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation, a faradrive was selected for use. The physician used the versacross connect for faradrive to go transeptal, gained left atrium access, and removed the dilator and wire. As the mapping catheter was being introduced, the physician noticed that the hemostatic valve was leaky. This caused the sheath to not flush correctly and introduced a risk of air introduction. The team tried re-inserting the mapping catheter and reconnecting the sheath to the flush, confirming the valve was damaged. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.